Event description:
The subject device was used during a total laparoscopic hysterectomy. After short time use, the ptfe pad of the device was damaged. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for evaluation. The evaluation confirmed tha the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution.